Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify low battery alarm, low reservoir anomalies and audio/vibrate anomalies due to motor error alarms. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump sometime it just was empty with no warnings. The customer reported that the insulin pump received unexplained no delivery alarms, does not give low reservoir warnings and battery scratches on screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.